Event description:
It was reported that the patient experienced ventricular tachycardia (vt) in (B)(6) 2024 requiring hospitalization. The vt spontaneously resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported an electrocardiogram (ECG) was performed. The vt spontaneously resolved with a natural stop. There were no obvious clinical effects. Although a relationship between the arrythmia and the device could not be ruled out, it was considered unlikely.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported arrythmia could not be conclusively established through this evaluation. The patient remained ongoing on heartmate 3 lvas, (B)(6), until they received a routine heart transplant. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. A is currently available. The IFU lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 lvas. The IFU also lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.